Event description:
Customer complained about experiencing several issues with the insulin pump and infusion set. He stated that it is difficult to control the sensor feature and wishes to have a stonger signal for sensor readings. He stated that he receives alerts constantly and he is unable to calibrate every time the insulin pump alarms for blood glucose value. He would like to have a snooze option to calibrate at available times. Customer complained about the device alarming through the night and he would like to be able to turn the insulin pump off instead of suspend while sleeping since he takes levemir medication at night. Customer currently uses a 6mm/18in infusion set; he insert in his backside and insulin is not being delivered. He tried a longer cannula and it worked better but the tubing is too long. Customer stated that he is concerned about the bolus wizard not taking into consideration the active insulin he takes with manual injection. Blood glucose 77 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.